Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken, confirming the reported concern. A device history review was conducted for lot 2110014, and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or broken pieces were observed. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were identified. Although a definitive root cause could not be established, the damage was likely caused by the product becoming jammed within manufacturing equipment. Manufacturing personnel have been notified to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event description: device or product label: bd plastipak luer lock syringe 50ml. Manufacturer reference: (B)(4). Lot or serial number: lot 2110014. Exp 9/30/2026. Vendor name: (B)(4). Description of the equipment: syringe used on the freedom 60 syringe pump from imm generic medical device. Date of occurrence: (B)(6)2025. Place of occurrence: home. Circumstances of occurrence / description of the facts: placement of the device in accordance with the prescription and operation then the infusion of the product stopped because what pushes the piston broke part of the piston and therefore pushed it next to it. Triggering an alarm: no. Consequences observed: infusion over several hours instead of 2 hours. Measures taken: immediate measures put in place: change of the syringe and restart of the syringe pump.